Event description:
It was reported that the plug emitted sparks.

Manufacturer narrative:
It was reported that plug emitted sparks. Our testing revealed no evidence of a defect and we were unable to duplicate the event. One blade of the plug was discolored and a small segment was missing, which may have been caused by a problem with the outlet or the presence of foreign matter. We concluded that there was no product defect.